Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: please describe the patient manifestations of the reported sepsis (location, severity, appearance, systemic or local infection). Unknown to me, no comment further from the hcp. - what type of suture(s) was used and how was it placed? Unknown to me, no comment further from the hcp. - what type of mesh was used in the second procedure? To rectify this procedure, bard umbilical patch was used.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained: date and name of index surgical procedure? Do not have the date when the surgery took place. It was an umbilical hernia repair revision the diagnosis and indication for the index surgical procedure? Patient experienced pain and fever after surgery. During umbilical hernia revision, it was found that the mesh was septic. The orc part of the mesh was dislodged from the mesh and adhesions to the bowel formed. Were any concomitant procedures performed? Yes, the septic mesh had to be removed via surgery and replaced with a new mesh. What symptoms did the patient experience following the index surgical procedure? Onset date? Pain and fever, onset date is unknown to me. Other relevant patient history/concomitant medications? Unknown to me were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unknown to me were cultures performed? If so, please clarify the type of infection/results. Unknown to me please describe any medical intervention performed including medication name and results. The septic mesh was removed via surgery and the abdomen was cleaned and then a new mesh was inserted. Medications are unknown to me. Please provide the date and surgical findings from any reoperation performed. Same answer as above, date is unknown. What is the physician¿s overall opinion as to the etiology of or contributing factors to this event? The physician thinks that something in the manufacturing process or products changed, because the orc layer detaches from the mesh layer and this was not something that he had seen in the previous 6 years. What is the patient's current status? Good and healthy product lot number? It can be either udbbmpe0, uabghge0, uabggre0 additional information: d4, h4- the actual device batch number associated with this event is not known. The following possible lot numbers were reported: udbbmpe0, uabghge0, uabggre0 d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. A manufacturing record evaluation was performed for the finished device pvpm; udbbmpe0 number, and no non-conformances were identified. Pvpm manufacturing date: 04.05.2024 expiration date: 03.31.2026. A manufacturing record evaluation was performed for the finished device pvpm; uabghge0 number, and no non-conformances were identified. Pvpm manufacturing date: 01.30.2024 expiration date: 12.31.2025. A manufacturing record evaluation was performed for the finished device pvpm; uabggre0 number, and no non-conformances were identified. Pvpm manufacturing date: 01.30.2024 expiration date: 12.31.2025.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please clarify the type of infection/results. Please describe any medical intervention performed including medication name and results. Please provide the date and surgical findings from any reoperation performed. What is the physician¿s overall opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product lot number? D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available . To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent umbilical hernia repair in 2024 and mesh was implanted. The patient experienced mesh complications and came back with septic mesh. The top layer and the orc layer got detached from each other causing the sepsis. The mesh had to be removed. The doctor had been using this mesh for the last 6 years for umbilical hernias. Additional information has been requested.